Manufacturer narrative:
The below report was received by health authority us FDA (reference number: mw5149411) on (B)(6) 2024. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("needing more medical attention for the excessive bleeding") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. On unknown date she experienced heavy menstrual bleeding (seriousness criteria disability, medically important and intervention required), epilepsy ("I have developed medication resistant epilepsy"), seizure ("have seizures since having this device inserted") and ovarian cyst ("have many cysts on my ovaries from this"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. The reporter considered epilepsy, heavy menstrual bleeding, ovarian cyst and seizure to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority us FDA (reference number: (B)(4)) on 09-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("needing more medical attention for the excessive bleeding") in a 36 year-old female patient who had essure inserted. Additional non-serious events are detailed below.there was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced heavy menstrual bleeding (seriousness criteria disability, medically important and intervention required), epilepsy ("I have developed medication resistant epilepsy"), seizure ("have seizures since having this device inserted") and ovarian cyst ("have many cysts on my ovaries from this"). The patient was treated with surgery (to remove essure). At the time of the report, none of the events had resolved. The reporter considered epilepsy, heavy menstrual bleeding, ovarian cyst and seizure to be related to essure administration. Quality-safety evaluation of ptc:for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.